Event description:
The customer questioned sodium results for two patients while using the alinity c processing module. The following was provided: sodium (reference range na 136-145 mmol/l); on (B)(6) 2021 sid (B)(6) initial result 102 mmol/l, repeated with a new draw 140 mmol/l; on (B)(6) 2021 sid (B)(6) initial result <100 mmol/l, repeated 136 mmol/l.

Manufacturer narrative:
Multiple patient sids were provided; no further demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) reviewed the results details and noticed that the discrepant results were generated in cuvette #1. The fsr inspected cuvette #1 but did not observe damage. The fsr manually cleaned the cuvettes and replaced the cuvette dry tip to resolve the issue. A review of service history for the alinity c-series processing module, serial number (B)(6) revealed no additional service tickets for the same issue; no additional discrepant result issues have been reported since the service activity was completed. Service history also did not identify any contributing factors to the current complaint. A review of tracking and trending for the cuvette dry tip list number 04s52-01 did not identify any trends. Review of tracking and trending for clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cuvette dry tip list number 04s52-01 or the alinity c-series processing module, serial number (B)(6) was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission.